Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting oversensing of noise causing pacing inhibition with greater than 2 seconds of asystole. No changes have been made and the rv lead continues to remains in service. No adverse patient effects were reported.